Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited poor current of injury and pacing impedance after fixation. The lp was unable to be redocked. The lp was removed and another lp was used to complete the procedure. The patient was in stable condition before, during, and after.